Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was used to treat a patient in cardiac arrest. The platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. Following this, the crew switched to manual CPR. The return of spontaneous circulation (rosc) was achieved and the patient was transferred to the hospital. No consequences or impact to patient.